Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving unknown drug via an implantable pump for non-malignant pain and complex regional pain syndrome I. It was reported that the patient had amitted due to the area around the pump being swollen.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the hospital due to concern tor fluid at the pump site. A CT revealed soft tissue inflammation and mild focal edema with mild enhancement, but without obvious fluid collection. Patient was started on empiric ceftriaxone. An ultrasound revealed generalized cellulitis/edema with irregular collection and they were started on IV vancomycin. Fluid was aspirated from the site. Laboratory findings on the fluid were negative. The hospital had concerns the pump was leaking. Another ultrasound revealed the fluid collection size had decreased. The patient was discharged with a visit to the clinic the same-day. A catheter access port (cap) dye study ruled out any catheter leak. The patient reported pain at the pump site, but this was typical for patient. There were no further report of swelling at pump site during a pump the refill on (B)(6) 2025.